Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. There was no report of pt involvement. Philips determined with the customer reported symptoms, that the ac power module had failed. On (B)(4) 2011, the ac power module was replaced under warranty which resolved the failure. As of (B)(4) 2011, there have been no further reports of this issue from this customer site.

Event description:
The customer reported that the ac power module had failed.